Event description:
Doctor implanted a 20mm symphysis distractor, martin wing style. Pt returned to dr's office 22 days later and x-rays revealed the device has broken. This is the second report for this pt. Pt had a failure of a 15mm symphysis distractor, martin wing style as reported in MDR 9610905-2004-00017.